Event description:
It was reported to boston scientific corp that in 2007, a lynx suprapubic mid-urethral sling was implanted (weight of pt is unk). Two months later, the physician removed approx 2 to 4 centimeters of the sling due to extrusion through the vaginal wall. The pt was also treated with cortex cream. It was also reported that the pt continues to complain of bladder pain "during intimacy." A cystoscopy was performed and confirmed that there is no extrusion into the bladder. The physician will continue to monitor the pt.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the MFR date of the device is unk. The device will not be returned as it remains implanted within the pt; therefore, a failure analysis will not be available, and we are not able to determine the relationship between this device and the cause of this event.